Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, skin irritation, dizziness, headache, inflammatory response, kidney disease, liver disease, lung disease, cancer, death. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, skin irritation, dizziness, headache, inflammatory response, kidney disease, liver disease, lung disease, cancer, death. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. Product investigation laboratory initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. Product investigation laboratory observed a musty odor during therapy. Product investigation laboratory observed the following from an external and internal inspection: missing: missing modem side door panel and sd card side door panel.2 screws missing from top enclosure. Dust-like contamination and hairs/fibers in the air output port. Slight gray dust-like contamination and hairs/fibers at the air inlet of the blower box. Slight dust-like contamination and tiny hairs/fibers on top of the blower motor and on the bottom of the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with (B)(4) v01. The sound abatement foam looked moist all throughout the blower box.dust-like contamination was in the blower box.product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure (B)(4) v01 and was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211.product investigation laboratory was not able to get care orchestrator information from device & was not able to confirm the complaint or address the symptoms specified. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was not unable to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was evidence of sound abatement foam degradation and there is visible damage or functionality failures of the device. The manufacturer observed dust contamination and are consistent with being from an external source. Device serviced by 3rdp?, device avail. For eval? (Rfb), date returned (rfb), reporting address city, reporting address state, report source, device eval. By mfg?, box h ;(device) problem code grid , evaluation method code, evaluation results code and conclusion code grid, component code grid has been updated.